Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Condensation was observed on the inside of the lens when the device was out of focus. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure "poor quality image".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, biomed received bom 7mm extended length endoscope s/n (B)(4) for repair. It was noticed that moisture was in the lens and a blurry picture on monitor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, biomed received bom 7mm extended length endoscope s/n (B)(4) for repair. It was noticed that moisture was in the lens and a blurry picture on monitor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.